Event description:
Unomedical reference number (B)(4). Event occurred in the germany. It was reported that customer faced crack in tube which led to leakage. Customer changed supplies as necessary and resumed insulin therapy. No further information available.